Event description:
(B) (6). It was reported that following a coronary artery stenting procedure the patient experienced cardiac ischemia and required a reintervention. The target lesion was located in the mid right coronary artery (mid rca) with a 95% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.0 x 16 mm taxus liberte study stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 1806 days after the index procedure, the patient was admitted with chest discomfort and left arm numbness. An abnormal stress test suggested ischemia. EKG showed sinus bradycardia. However, it could not rule out anterior infarction, age indeterminate. Cardiac catheterization was recommended. The 90% stenosed proximal rca was treated with placement of a non bsc drug eluting stent with 0% residual stenosis. A 95% stenosed non-target vessel in the proximal lad was treated with balloon angioplasty and placement of a non bsc drug eluting stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).